Event description:
Patient reported lap-band system implanted 6 years ago. Since then patient has experienced "acid reflux" that is getting increasingly worse. Patient also reported "pain," "vomiting" and a "stomach ulcer or hole in my stomach." Also patient has had stool in blood and colon polyps removed during this period of time. These events have not been confirmed by a healthcare professional. The device remains implanted.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Ulceration, irritation, vomiting, reflux, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.